Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the system interconnect receptacle had a damaged pin. The receptacle was replaced and the system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that during a procedure, the system 9800 would lose video image or image would become distorted. Procedure completed with no adverse patient involvement. No further patient information was reported.